Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00131) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10),update the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned for evaluation. A photo was provided and it showed that the head of the transducer has bitemarks on either side and the sheathing at the tip is ripped off. The most likely cause of the reported error message is due to a hole in the articulation sleeve or the corroded gastro flex..

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00131) submitted in 2016 did not go through correctly. Additional information was received reporting that during an open heart surgery, the transducer prompted an usacquisitionhw 40_0 error message while it was inside the patient. The sonographer was unable to obtain images and had attempted to reboot the system but was unsuccessful. The transducer was removed and a different transducer was used to complete the intended procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the articulation sleeve was found to have been torn, caused by an external force. A liquid infiltrated into the articulation sleeve, which could have an affect on the electrical components. It was recommended that the customer handle the transducer carefully.